Manufacturer narrative:
Upon receipt of this ambicor penile prosthesis (app) at our quality assurance laboratory, the returned components underwent a thorough analysis. The first cylinder had wear at a fold in the middle of the cylinder body; broken fabric threads were present. A hole that led to a leak was found in the middle of the cylinder body due to a sharp instrument consistent with explant. The kink resistant tubing (krt) was worn down to the filament. The second cylinder had wear at a fold in the middle of the cylinder body. The krt was worn down to the filament. No leaks were found. No damage was identified in relation to the pump. Based on the information available and analysis results, the reported clinical event of a mechanical issue was confirmed.

Event description:
It was reported that the patient had this ambicor penile prosthesis replaced as it was no longer functioning. No patient complications were reported.

Event description:
It was reported that the patient had this ambicor penile prosthesis replaced as it was no longer functioning. No patient complications were reported.

Manufacturer narrative:
G2: report source and report source (other).

Manufacturer narrative:
Date of event: unknown, used the first day of the aware month.

Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that was no longer functioning. A replacement surgery was requested. No patient complications were reported.

Manufacturer narrative:
G2: report source and report source (other).

Event description:
It was reported that the patient had an ambicor penile prosthesis implanted that was no longer functioning. A replacement surgery was requested. No patient complications were reported.